Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument or the reloads associated with this complaint. If additional information is obtained, a follow-up MDR will be submitted. Advanced technical review has been performed by an isi failure analysis engineer. The following additional information was provided: isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. The system logs show that a sureform 60 stapler instrument (part number 480460, lot number 2002100158) was used during the procedure. Five green, and three blue stapler reloads were successfully fired. There were no pauses for compression during any of the firings, and no incomplete clamps. Nothing in the logs is indicative of an issue with the sureform 60 stapler instrument that could cause or contribute to the reported issue. No video clip for the reported event was submitted for review. This complaint is being classified as a reportable event due to the following conclusion: it was reported that after a da vinci-assisted subtotal gastrectomy surgical procedure, the patient allegedly experienced bowel ischemia and subsequently expired. It was reported that the death was not related to a da vinci malfunction. The surgeon indicated that the cause of the sepsis was due to leakage of the anastomosis in relation to a small amount of the mesentery being caught in the staple line, rendering the staple line incomplete. Per the surgeon, the leakage would not have been identified even if the surgery were laparoscopic. Follow-up was attempted, but the patient information (including outcomes to adverse event) was either unknown, unavailable, or not provided. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the initial reporter is not available. Recall is not applicable.

Event description:
It was reported that after undergoing a da vinci-assisted subtotal gastrectomy surgical procedure, the patient allegedly experienced postoperative bowel ischemia and subsequently expired. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding this event: the procedure was a subtotal gastrectomy performed on (B)(6) 2020. On postoperative day #1, the patient presented with sepsis. As a result, the patient was re-hospitalized for an emergency laparotomy. It was identified that the cause of the sepsis was a staple line leak on the anastomosis. The surgeon indicated that the cause of the sepsis was due to staple line leak of the anastomosis in relation to a small amount of the mesentery being caught in the staple line, rendering the staple line incomplete. The anastomosis was repaired with sutures. Due to sepsis, the patient had multi-organ failure that resulted in death. The anastomosis was performed using a sureform stapler instrument. Per the surgeon, this postoperative complication was not related to the sureform stapler's firing or function. There was no malfunction of a da vinci system, instrument, or accessory. The system, instruments, and accessories used were inspected before use as per standard practice. There were no abnormalities or damage observed. The procedure was completed robotically, during which the patient did not experience any intra-operative complications. The patient's date of death has not been confirmed. The site did not provide the cause of death per the death certificate/autopsy report. The surgeon believes the cause of death was multi-organ failure. There is a video recording of the procedure; however, the video is unavailable to isi for review. Patient demographics and medical history were not provided. Per the surgeon, the leakage would not have been identified even if the surgery were laparoscopic.